Event description:
It was reported that this pacemaker was unable to be interrogated. Two different programmers were used, and a magnet was placed over the device with no response observed. A 12-lead electrocardiogram was performed, and the patient's intrinsic rhythm was observed with no evidence of pacer spikes. Boston scientific technical services (ts) was consulted, and device replacement was recommended. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Event description:
It was reported that this pacemaker was unable to be interrogated. Two different programmers were used, and a magnet was placed over the device with no response observed. A 12-lead electrocardiogram was performed, and the patient's intrinsic rhythm was observed with no evidence of pacer spikes. Boston scientific technical services (ts) was consulted, and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.